Manufacturer narrative:
Informaiton was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the surgeon noticed a small piece of material on the device when it was opened.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. It was reported that the piece was stuck to the base of the spine. It appeared to be of similar color to the poly, about 9mm long, thin, and a curly shape. The surgeon removed the piece easily, discarded it, and implanted the articular surface. It is likely that the piece was a trimming from the manufacturing process, but this cannot be confirmed without returned product or photographs. An operator awareness training was held on july 29, 2015 to address the event. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.